Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (B)(6) adverse incident report reference no. (B)(4); submitted to (B)(6) by the physician. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system sling was used during a transvaginal tape procedure performed on an unknown date. According to the complainant, on (B)(6) 2017, the patient experienced massive retropubic hematoma. Reportedly, the patient required blood transfusion and was returned to the theater for laparoscopy and washout. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.